Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the lead had a kink/break with multiple internal wires broken, as well as multiple broken wires inside paddle header. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. X-ray result did not show any anomaly. In turn, surgical intervention took place on (B)(6) 2020 wherein it was noted that the lead had fractured. The reported lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was effective therapy was confirmed post operatively.